Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that an autotome rx sphincterotomy device was used during an endoscopic retrograde cholangiopancreatography procedure on a (B)(6) male pt. According to the complainant, during cannulation, the physicians felt a little resistance while moving the guidewire through the sphincterotome. The physician discovered that the head of the sphincterotome was damaged. The procedure was completed with another autotome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will filed. (B)(4).